Event description:
It was reported by service report that the fowler cylinder would not support the pts weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.